Event description:
It was reported that the device ejected clips on an unk firing. The case was completed with another device. There was no pt consequences. The device was disposed off.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.